Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 18-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had new pain that was not able to be covered with current lead placement. Despite multiple reprogramming attempts, we were unable to address new pain with current lead placement, which was reported to clinic. Patient was explanted and replaced with abbott system.